Event description:
The advocate stated that she tested the customer's blood glucose using his elite xl meter and received a reading of 44 mg/dl. She then retested his glucose using a sidekick meter and received a reading of 232 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.